Event description:
No additional information: material #: mp5303-c batch #: 23029051. It was reported by customer that they've had multiple instances of the j-loops not flushing. Verbatim: rcc received the complaint via email. Email as attached. Product # mp5303-c lot # 23029051 saved product? None from this lot# we've had multiple instances of the j loops not flushing. Not sure if it's a problem with the tubing or connector piece. No harm/injury. Response received 18 july 2023: how many occurrences of the defective j-loop(s)? Per dept, this occurs with regularity. However this was first reported issue. Dept. Told to continue to report as they happen. Was there any leakage due to the incident reported? None reported. Was there any patient involvement? Did not reach the patient. How was the patient outcome? Are there any clinical signs, health consequences or impact? Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Since sample is not available, is there a photo that can be shared for the evaluation? No photo¿s were taken. Additional response received 03 aug 2023 previous concerns were not reported. So unknown at this time. The department was encouraged to report as they happen. I only have the jun 21st incident.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the sample could not be flushed could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 23029051 was performed. (B)(4). There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 below.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: we've had multiple instances of the j loops not flushing. Not sure if it's a problem with the tubing or connector piece. No harm/injury. How many occurrences of the defective j-loop(s)? Per dept, this occurs with regularity. However this was first reported issue. Dept. Told to continue to report as they happen. Was there any leakage due to the incident reported? None reported. Was there any patient involvement? Did not reach the patient. How was the patient outcome? Are there any clinical signs, health consequences or impact? Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Since sample is not available, is there a photo that can be shared for the evaluation? No photo¿s were taken.